Event description:
During a laparoscopic case, two physicians noted the staple line created by the endoscopic curved intraluminal stapler was not complete. There was an opening in the incision line where the staple line should have been. The physician had to convert from a laparoscopic case to an open surgery to correct the problem the eea stapler caused. The case was lengthened and additional supplies were needed to complete the open procedure. The patient required an increased length of stay, but appears to be recovering well at this point in time.